Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and repaired a wire in the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system blacks out and reboots. No pt injury was reported.